Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving an occlusion alert and asked how to proceed. The agent explained the meaning of the alert and recommended a full supply change, which the user confirmed. The user declined assistance with the supply change and stated they would call back if further questions arise. Blood glucose was not affected and no symptoms reported during the event. No medical intervention required at the time of call.